Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the distal tip has sheared off at the base of the hexalobe. This failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.